Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: per a response from the sales representative, the device did not have any issues, the physician decided to explant the device so the patient would not have to go through another procedure. This is no longer reportable, please disregard report number 2124215-2023-50030.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.